Manufacturer narrative:
The insulin pump was received with intermittent esc button due to flattened dome switch and cracked case at display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported that the escape button on the insulin pump is flattened and does not click when pressed. It was stated that they have to press it extremely hard to get a response. Blood glucose value was 15.7 mmol/l. The insulin pump would be replaced and returned for analysis.